Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had low power and had noise during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.